Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. The pump failed that activation test. Based on the information available and analysis results, the mechanical issue was most likely determined to be the pump failure of activation test from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced with no patient complications.